Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log files. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, log files were submitted with events spanning approximately 5 days (27apr2024 at 16:04:50 to 02may2024 at 10:17:33 per time stamp). At 01:17:12 on 30apr2024, a loss in alternating current (ac) power occurs while connected to the mpu, activating a no external power alarm at 01:17:16. The alarm cleared at 01:17:17 when power is restored to the mpu. The backup battery provided power to the system during this event. There were no other notable alarms active in the log file. Pump operation was not affected. Additional provided information stated the serial number (B)(6) of the mpu, that it is unknown if the patient has the v-lock connector, that the ac power cord did not come loose from the wall, that no environmental circumstances affected the ac power, that the mpu was not exchanged and therefore would not be returning, and that the alarms resolved. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a no external power alarm twice, but the patient had no recollection of this. It seemed like either the battery was depleted or the patient double disconnected batteries when changing based on the log. However, the patient denied this. The event occurred at 1:00am and patient usually went to bed around 1-2am. It was noted that if the patient was asleep, they would have been on the mobile power unit (mpu) and denied a power outage occurred or mpu cable being dislodged. Log files were submitted for review and captured a no external power alarm on 30apr2024, caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. It was unknown whether the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit and there were no environmental circumstances that would have affected ac power at the time of the event. There were no further alarms. The mpu was not removed from service and would not be returned.